Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a rebel bms catheter. The balloon is loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. Microscopic examination of the device revealed that the stent is damaged 10mm from the proximal markerband. The tip is damaged.

Event description:
Reportable based on device analysis completed on 08-feb-2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous posterior left anterior descending artery. The lesion was predilated with a 2.5x20mm maverick balloon catheter. A 24 x 4.50 rebel mr ous stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.